Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: infusomat space; article number: 8713050; serial number/batch: (B)(6); software version: m030003; hours of operation: 4177 hours. History inspection: the device history files were read out and analyzed. Due to lack of a precise error description, the history could not be analyzed extensively. The last infusions were investigated. No anomalies could be detected. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (33-03-185) on the lower housing were intact. Several liquid residues could be detected from the outside. The p2 connector shows oxidized contacts. Furthermore, the device shows no visible damaged parts. Functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,76%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled completely. Between the lower housing parts and the bottom inner frame liquid residues could be detected. Furthermore, liquid residues inside the operating unit could be detected. In addition, no more anomalies could be detected. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could not be reproduced or detected inside the history files. Addition information: the liquid residues inside the operating unit could not produce the complained malfunction. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "flow rate deviation". According to the customer: "doesn't infuse the volume programmed."